Event description:
It was reported that during a vaginal hysterectomy procedure, the device did not cut and partially stapled. A snap was heard at the end of the firing and the handle was broken. A second like device was opened and loaded with a white reload to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 07/11/2007. Results: damaged pinion axle support. The analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components; he left shroud pinion axle support was found damaged and one short rack teeth broken, no functional test was performed. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident as there was no cartridge returned for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.